Event description:
It was reported that "during a laparoscopic appendicectomy the insufflator failed. No alarms sounded, but gas flow ceased intraoperatively. The cylinder was full. We disconnected the tubing from the patient and tested with higher pressures, still no flow was detected. We decided to bring in another insufflator to allow us to complete the surgery ". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).